Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 300-400 mg/dl. A pump replacement was sent to resolve the issue.